Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a low reservoir. The blood glucose reading was 400 mg/dl. The customer treated only with the insulin pump. The drive support cap appeared normal. The insulin pump passed the displacement test and the self test. Insulin was visible with a fill tubing of 5 units. The customer changed the infusion set and the blood glucose reading was 205 mg/dl at the end of the call.